Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was reportedly receiving intrathecal morphine 1 mg/ml at 0.5 mg/day and lidocaine at an unknown dose and concentration. However, the consumer told the hcp that only lidocaine was in the pump currently. The indication for use was spinal pain. The hcp requested to know what was currently in the pump and requested to know how to turn the pump off. The patient presented on (B)(6) 2017 oversedated and was now on a ventilator. There was no pump malfunction, and the patient was oversedated due to a combination of things she had taken. The healthcare provider (hcp) stated that the pump may have just been complicating things if it was still delivering the morphine that was present when it was implanted. No further interventions were mentioned. The change in therapy/symptoms was sudden. The patient was hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Outcomes attributed to adverse event: life-threatening no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the pump contained only bupivacaine at the time of the event. The medication in the pump was not related to the over-sedation and need for ventilator support. The cause of the patient¿s over-sedation was unknown. The hcp did not prescribe medication to this patient. The patient was scheduled to have their pump removed. There were no further complications reported or anticipated.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the pump was removed on (B)(6) 2017. The pump was removed and not returned for analysis. The pump was removed because the patient was non-compliant.